Event description:
Patient was on a continuous renal replacement therapy (crrt) for acute kidney injury after cardiac arrest. Registered nurse (rn) noted leaking of fluid from system. This tubing was not saved but stock of same lot # was removed from supply. Lot # 23a0094ca. Crrt tubing routed through effluent pump came disconnected from the line routing through the auto-effluent pump. The drip chamber wet alarm was sounding. Tubing inspection post removal from the crrt pump was found completely loose. Lot# 23a0056cd. No harm to patient at either time. Back stock of this lot number also pulled from supply. Manufacturer response for dialyzer, high permeability with or without sealed dialysate system, prismaflex set (per site reporter). Manufacturer would like it returned to them for examination.